Event description:
It was reported that a atw35 was used during a appendectomy procedure. It was reported by the affiliate that the mandible got stuck and the device would not fire. The physician tried to reload it, but it still did not work appropriately. The pt had an edema after the fact and suffered another surgery. Pt is now ok and out of the hospital.